Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-10392. Related manufacturing reference number: 2017865-2020-10393. Related manufacturing reference number: 2017865-2020-10395. It was reported that the patient presented in the emergency room for pocket erosion. Inflammation and swelling were noted on the device pocket, the device and leads were visible through the pocket opening. The implantable cardioverter defibrillator, right atrial lead, right ventricle and left ventricle leads were explanted on (B)(6) 2020. The patient was in stable condition.